Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the pump felt warm to the touch. The reporter denied moisture in the battery compartment or the cartridge compartment. The reporter stated that the patient wore the pump while swimming prior to the alleged temperature issue. The reporter claimed that the battery cap was changed 6 months ago and was tightened securely to the pump. The reporter also reported a crack in the pump case near the battery symbol on the back of the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged temperature issue with the pump remained unresolved.

Manufacturer narrative:
(B)(4). Device evaluation: on investigation, the pump failed to power on. Leak testing revealed a bolus button leak. The pump was opened for investigation and revealed moisture damage to the printed circuit board. Functionality testing of the pump was not possible due to the moisture damage and subsequent inability to power on.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted areview of the device history record for this pump and confirmed that it was operatingwithin required specifications at the time of release. If the device is returned, anevaluation shall be completed and a supplemental report will be filed. Noconclusions can be made at this time.